Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 had an obstruction. A field service engineer found that the main full height enhanced drawer would not open. The drawer was removed and it was found that the magnet was missing from the inseparable and the inseparable was replaced, and the customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 obstruction was identified and recovery was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.